Event description:
It was reported that during a follow up, the lead exhibited increased impedance and over sensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.